Manufacturer narrative:
The pump gave an alarm due to a faulty component on interface board. The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and no blank display anomalies were noted. The pump was received with a stripped battery cap coin slot. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also had minor scratches on the lcd window, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had an unexpected restart alarm for the past few months. Customer's alarm history showed the alarm occurred nine times in the past. The customer stated the alarm occurred with a new battery insertion. It was also found a blank display would occur, but the customer was able to retrieve the display. It was reported the alarm would again occur after the blank display. Customer stated they did not drop or expose the insulin pump to moisture. Troubleshooting was not completed because the customer was unable to remove the battery cap. Customer's blood glucose was 67 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.